Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient had a removal surgery due to an infection with his inflatable penile prosthesis (ipp). The ipp was explanted and a new device was implanted. Product was explanted but it is unknown if the product will be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.